Event description:
Event was reported to (B)(4) by an attorney. The patient experienced bloating, light bleeding, pulling sensation, dyspareunia, constipation, urinary incontinence and recurring infections. No further information has been provided.